Event description:
The customer reported that the system would not display a fluoroscopy image. Should this monitor fail during a procedure the system would be rendered inoperable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. The system operates as intended.